Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during dwell 2. The baxter technical services representative (tsr) spoke to the home patient (hp) and the hp's mother (care giver (cg)). The hp became disconnected. There was no cap on the transfer set or the patient line, and the hp had reconnected. The hp called her registered nurse (rn), and the rn told her to call baxter. The tsr assisted to end therapy. The cg stated that the doctor was not answering his phone. The tsr advised to contact the emergency number. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. The report of a connection issue was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.